Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, the absorbable suture was used to sew the uterus after operation, it was found that the needle separated from the thread. After the discovery, the suture was changed immediately, and then was separated again. After replacement, the suture was used normally. There was no patient injury.